Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was increasingly difficult to charge. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was kept by the medical facility.